Event description:
Tavr (transcatheter aortic valve replacement). No closure of right femoral arteriotomy using proglide. A 73 yom (year old male), tavr scheduled (B)(6) 2023, surgery "successful". In ICU (intensive care unit), hematoma noted right femoral area. Small arteriotomy found, mass transfusions, hemorrhagic shock, unresponsive, dod (date of death) (B)(6) 2024. Surgeon notes indicate unknown if perclose proglide closed arteriotomy at correct site.